Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported problem. The knob was replaced and then proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the power on knob was missing from the device. There was no report of patient use associated with the reported event.